Event description:
An aisys anesthesia machine was running low on desflurane agent during the middle of the case. The resident was unable to remove the desflurane vaporizer cassette from the machine to refill it with desflurane anesthetic agent. The anesthesia technician also tried, but was unable to disengage the cassette from its cubbyhole in the aisys anesthesia machine. The trigger that disengages the cassette appeared to be stuck in an immobile position. The cassette should never be refilled while inside the machine. This forced the anesthesia team to convert to tiva (total intravenous anesthesia) with IV propofol which could have lead to patient awareness under anesthesia. The patient's exhaled desflurane dropped and eventually fell to zero. After the case was over, others tried to remove the desflurane cassette from the aisys machine but were unable to do so. Subsequent analysis revealed that the metal casting that the vaporizor cassette latch is made from fractured and then became lodged between the cassette and the housing. Close examination of the fracture shows numerous small air inclusions in the casting and a crystallized grain structure. We have experienced at least one other latch failure in the past and another one the same day in another location (3 total). It is suspected that when the cassette was inserted, the latch fractured as a result of the spring loaded latch snapping into place.